Event description:
It was reported that on (B)(6) 2015, the programmer could not start normally upon switching it on and was unable to interrogate the pacemaker. A message was displayed including the word "core." On the first attempt, restarting the programmer by switching off and on again did restore the normal behavior. On the second attempt, the programmer started up normally and operations could be executed afterwards (interrogation and other checks). Preliminary analysis did not confirm the reported error message. However, this latter refers to a know issue on smartview version 2.44j that could be resolved by upgrading to 2.48j.

Event description:
It was reported that on (B)(6) 2015, the programmer could not start normally upon switching it on and was unable to interrogate the pacemaker. A message was displayed including the word "core". On the first attempt, restarting the programmer by switching off and on again did restore the normal behavior. On the second attempt, the programmer started up normally and operations could be executed afterwards (interrogation and other checks). Preliminary analysis did not confirm the reported error message. However, this latter refers to a know issue on smartview version 2.44j that could be resolved by upgrading to 2.48j.